Event description:
The customer reported that he was hospitalized three times due to low blood glucose levels. The customer stated that he was taken to the hospital yesterday by the paramedics. The customer was also hospitalized on (B)(6) 2012 with blood glucose levels in the range of 30 mg/dl. The customer stated that he passed out and was foaming at the mouth. Prior to the event, the insulin pump alarmed motor error. The customer stopped using the insulin pump, and used a back up plan. No troubleshooting was conducted as the insulin pump had already been replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.